Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photos provided. Provided photos of instrument and the damaged liner was provided. The picture of the ceramic liner shows two dark marks in the inner wall. The image of the impactor demonstrated indentation in the surface of the impactor. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Ceramic liner impacted with impaction head. Surgeon noticed scratch on liner. On examining impaction head found it had a piece of metal in it. Removed liner and implanted new one. Attempts were made to obtain additional information; however, none was available.